Event description:
Synergy china registry. It was reported that acute coronary insufficiency occurred. In (B)(6) 2019, the subject presented with an unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the middle and distal left anterior descending artery (lad) with 90-95% stenosis, no tortuosity, and no angulation greater than 60 degrees. The target lesion 1 was pre-dilated with a 2.50 mm x 20 mm balloon at 14 atmospheres (atm) and treated with placement of a 2.75 mm x 24 mm synergy stent system. Following post-dilatation with a 3.0 mm x 20 balloon at 20 atm, the residual stenosis was noted to be 0% with timi flow of 3. The target lesion 2 was located in the proximal and middle right coronary artery (rca) with 90% stenosis, calcification, no tortuosity, and no angulation greater than 60 degrees. The target lesion 2 was pre-dilated with a 3.0 mm x 12 mm balloon at 12 atm and treated with placement of a 3.50 mm x 38 mm synergy stent system. Post-dilatation was performed with a 3.0 mm x 20 mm balloon with no posterior expansion. Six days later, the subject was discharged on ticagrelor and other medication. In (B)(6) 2022, the subject experienced chest tightness and shortness of breath and was diagnosed with unstable angina and acute coronary insufficiency. The subject was hospitalized on the same day for further evaluation and treatment. On the following day, 95% stenosis and calcification noted in proximal left circumflex artery (lcx) extending up to mid lcx and 80% stenosis noted in proximal lad which had previously placed study device was treated with percutaneous coronary intervention (target vessel revascularization-tvr). Post intervention, residual stenosis was noted to be 0% with timi flow 3. The rationale for intervention was angina, and medication was also given to treat the event. At the time of reporting, both the events were considered to be recovering/resolving. Two days later, subject was discharged on ticagrelor and other medication.

Event description:
Synergy china registry. It was reported that acute coronary insufficiency occurred. In november 2019, the subject presented with an unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the middle and distal left anterior descending artery (lad) with 90-95% stenosis, no tortuosity, and no angulation greater than 60 degrees. The target lesion 1 was pre-dilated with a 2.50 mm x 20 mm balloon at 14 atmospheres (atm) and treated with placement of a 2.75 mm x 24 mm synergy stent system. Following post-dilatation with a 3.0 mm x 20 balloon at 20 atm, the residual stenosis was noted to be 0% with timi flow of 3. The target lesion 2 was located in the proximal and middle right coronary artery (rca) with 90% stenosis, calcification, no tortuosity, and no angulation greater than 60 degrees. The target lesion 2 was pre-dilated with a 3.0 mm x 12 mm balloon at 12 atm and treated with placement of a 3.50 mm x 38 mm synergy stent system. Post-dilatation was performed with a 3.0 mm x 20 mm balloon with no posterior expansion. Six days later, the subject was discharged on ticagrelor and other medication. In (B)(6) 2022, the subject experienced chest tightness and shortness of breath and was diagnosed with unstable angina and acute coronary insufficiency. The subject was hospitalized on the same day for further evaluation and treatment. On the following day, 95% stenosis and calcification noted in proximal left circumflex artery (lcx) extending up to mid lcx and 80% stenosis noted in proximal lad which had previously placed study device was treated with percutaneous coronary intervention (target vessel revascularization-tvr). Post intervention, residual stenosis was noted to be 0% with timi flow 3. The rationale for intervention was angina, and medication was also given to treat the event. At the time of reporting, both the events were considered to be recovering/resolving. Two days later, subject was discharged on ticagrelor and other medication. It was further reported that in november 2019, the target lesion in the rca was also treated with placement of a 2.75 x 24mm synergy stent.